Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-24. It was reported that an hcp performed a catheter dye study on (B)(6) 2017. It was indicated that the hcp was able to aspirate, the hcp injected dye and followed the catheter to tip. It was noted that the hcp reported no dye leaking around the pump or at the connector site. No further complications were reported.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported on 2017-jul-18 that there was a concern for a granuloma on a computerized tomography (CT) exam from (B)(6) 2016. A report of an MRI (magnetic resonance imaging) done on (B)(6) 2017 was attached. The report showed that a thoracic spine MRI was done on (B)(6) 2017. It was detailed that multiplanar, multi-sequential magnetic resonance images of the thoracic spine were obtained without and following administration of 10 milliliters (ml) of gadavist as the MRI technique. The patient¿s clinical history included thoracic radiculopathy, intrathecal catheter, and concern for catheter granuloma. The result of the MRI showed that the patient¿s intrathecal catheter was not well seen on the current exam. It was related that on the (B)(6) 2016 CT abdomen and pelvis, the tip of the intrathecal catheter was visualized terminating along the dorsal aspect of the thecal sac at the t11-t12 level. A small ¿calcification¿ at the tip of the catheter was seen at that time which may have reflected a small granuloma. It was stated that there was a small focus of increased t2 signal along the dorsal thecal sac at t10-11 which may have correlated to the calcification on the CT exam, but also was indicated that this was equivocal. It was noted that if there was a persistent concern a follow-up CT abdomen and pelvis could be obtained for additional assessment. The other results from the MRI included vertebral body heights within normal limits, alignment maintained, a mild intervertebral disc space narrowing in the lower thoracic region, a small hemangioma in the t10 vertebral body, no significant narrowing of the central canal, mild right foraminal narrowing at t9-t10, and remaining visualized structures demonstrated no significant abnormalities. The impression of the MRI stated the alignment was maintained and there was no significant central canal stenosis and that there was mild intervertebral disc space narrowing and degenerative disc changes throughout the thoracic spine. It was reported that a ¿pump o gram¿/ dye study was scheduled for (B)(6) 2017 and that the patient then had a follow-up consult with neurosurgery scheduled for (B)(6) 2017. It was indicated that no interventions/actions were taken to resolve the issue at the time of the report and that it was unknown if surgical intervention was planned. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. At the time of the report the patient status was unknown and the issue was not resolved. It was noted that the manufacturer's representative would have more information once they are able to meet with the patient on (B)(6) 2017. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.